Event description:
Complainant alleged that during a shift check, the device reported "unit failed" and displayed a red "x" status indication message. Complainant did not indicate that there was any pt involvement.